Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable pacemaker had a heart rate of approximately 30 beats per minute (bpm). Then it was up to approximately 40s and 50s bpm, and then was as high as approximately 110 bpm. The patient was advised to follow up with their physician for a device check and troubleshooting was discussed. It was noted by the patient's clinic that the patient had not followed up with their physician since the date of implant. No adverse patient effects were reported. The device remains in service.